Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis long charge times were observed and resulted from a shorted high voltage capacitor.